Manufacturer narrative:
Reply dr (sn: (B)(6)) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 08 april 2019 - use before date: 08 november 2020 - sterilization lot number: s0370 - 3229 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, a postoperative infection occurred. The patient was implanted with a double-chamber pacemaker reply dr (sn: (B)(6)) on (B)(6) 2020. No abnormalities were found in intraoperative parameters and procedure. The patient underwent pacing system extraction on (B)(6) 2023, due to infection.